Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block. It was further reported the right ventricular (rv) lead exhibited unstable thresholds, high impedances and polarity switch. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.